Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147530.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue.investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
It was reported to abbott a patient had their system explanted due to ineffective stimulation. There were no complications. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.